Event description:
During a hip arthroscopy utilizing the dyonics 25 pump, it was reported that in the middle of the procedure, the control unit started to continuously pump through fluid regardless of flow rate and power settings. This resulted in 30 bags of 3 ltr saline being used during the procedure which lasted around 3 hours. The fluid was not able to be warmed quickly enough and resulted in the patient losing body temperature. The case was reported to be completed successfully, however due to amount of fluid used the patient temperature was lowered and a large amount of saline had gone through the joint. Patient became hypothermic and was held in recovery for longer than usual and eventually recovered as normal.

Manufacturer narrative:
Device evaluation: one service replacement dyonics 25 pump was received and confirmed to be serial number (B)(4). The unit was visually inspected and appears to be in average condition. No internal or external damage was found. Product failed functional testing with pressure offset error on power up. Cause of error is two defective transducers p1 and p2. Pump passed self-test on power up and functional testing on wet station with 2 known good transducers installed. Product was shipped to customer as a service replacement on 12/16/2013. (B)(4).

Manufacturer narrative:
(B)(4).